Event description:
Customer reportedly obtained results of 179 mg/dl and 99 mg/dl within a minute on the same device. Customer states that she took her normal amounts of insulin after receiving the results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.